Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, a 4.0 x 28 mm xience v stent was placed in the proximal circumflex (cx) lesion. There were no pt effects or product issues noted at the time of the procedure. However, in 2009, the pt presented with angina which required hospitalization and the pt had a positive stress test. Angiography revealed severe in-stent restenosis (isr) in the left main and the circumflex stents. The isr required treatment with additional stenting. The pt was discharged from the hosp the following day. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: stenosis and angina, in the IFU, are known adverse events associated with coronary stenting, and not necessarily an indication of a product quality deficiency. Additionally, stenosis, angina, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. In this case, it is possible that the angina was a secondary effect of the restenosis, which required hospitalization and treatment with additional stenting. A conclusive cause for the pt effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.